Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient was pleased with his performance with his cochlear implant system but wanted improved sound quality for music. Testing at the cochlear implant center in 2007 showed short circuits on six electrodes. The results of an integrity test done at that time were consistent with normal receiver/stimulator function with 8 short-circuit electrodes. The patient's sound processor was reprogrammed with the faulty electrodes deactivated. A CT scan showed that the electrode array was appropriately placed in the cochlea. At approximately 5 months later, the audiologist reported that the patient's device would be explanted in about 2 months later(date not provided) due to the patient's report of unsatisfactory sound quality.